Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. Implanted date: the intraocular lens was inserted and removed during the same procedure. Explanted date: the intraocular lens was inserted and removed during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a broken capsule during the implantation of the iol (intraocular lens). Reportedly, the incision was enlarged in order to remove the lens and a vitrectomy was performed. No damage to the endothelium was reported. A non-johnson & johnson lens was implanted onto the patient's iris. There were no other issues or unplanned interventions. The iol was discharged by the customer. No further information was provided.